Manufacturer narrative:
Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed the issue was addressed temporarily by a device restart, with a firmware update planned to resolve the display behavior. It was concluded that the event involved a device user interface display anomaly without clinical consequence.

Event description:
It was reported that the ilet display showed a gray circle where the blood glucose indicator should appear, suggesting a screen visibility or user interface display issue; the user was advised to perform a firmware update and was guided to restart the device as an interim measure. Symptoms included no reported adverse clinical effects. Outcomes included no impact on clinical status and no alarms reported.